Event description:
It was reported during remote follow up that there was a discrepancy between the battery longevity estimate seen during in person interrogation. Episode analysis suggested that the battery was in a state of overshoot or relaxation following the last interrogation and thus the estimate displayed remotely may have been inaccurate. No intervention was reported. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of incorrect measurements was not confirmed. The device was received with normal output and normal telemetry communication. Field settings indicated that autocapture feature was enabled and device was operated in rate responsive mode. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received noted that the device was explanted and successfully replaced.